Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 270 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.